Event description:
A customer contacted haemonetics on (B)(6), 2011 reporting an orthopat machine smoked, and has no power or lcd. No injury or reaction was noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2011 reporting an orthopat machine smoked, and has no power or lcd. No injury or reaction was noted. Evaluation of the device confirmed an internal fluid spill had occurred. Electronic circuitry requires replacement. (B)(4).